Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thyroidectomy procedure, the physician noticed a redness mark or first degree burn, a circle the size of a pea at the skin incision on the patient's neck and it was covered after the surgery. A new device was used to complete the procedure.